Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen(1000mcg/ml, 174.8mcg/day); fentanyl(349.5 mcg/day,2000mcg/ml) and clonidine(174.8mcg/ml, 1000mcg/ml) via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient was seen on (B)(6) 2018 for follow up and stated that she woke up with staph and pancreatitis that morning. The patient had a history of both and thought that's what she had. The patient might have been having a reaction to something near/over incision site. The patient was under the care of a dermatologist. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was reported on (B)(6) 2018 that the patient was being monitored/treated for infection. It was unknown if the issue had resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No surgical intervention was planned as of (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
Review of the additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-sep-2018 from the patient who reported that after surgery the doctor used adhesive to close the incision and the doctor determined that she was allergic to the adhesive. About a week or so after implant, the patient developed cellulitis. The pump remained implanted and was delivering therapy (fentanyl, clonidine, and baclofen). The patient¿s medical history included an auto immune disorder (details unknown), history of seizures, multiple allergies, and a history of pancreatitis. The patient also stated that she was on a fentanyl patch at the time of implant. There were no infusion system related complications.